Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 was not detected on bus. A field service engineer (fse) identified that the that the drawer pcba (printed circuit board assembly), drawer controller board, and retractor were defective, therefore, causing this problem to occur. So, the fse replaced all the 3 parts. After repairs, the auxiliary drawer 1.1 was functioning as normal and the medstation and its auxiliary drawer 1.1 were in good working order. Further the fse performed tests using the hardware test application (hta) application. After that the pharmacy technician performed a complete inventory count on auxiliary drawer 1.1 and no other problems were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and requires maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.